Event description:
Caller reported an issue with a continuous glucose monitor error, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for performing a pump reset and assisted the caller through the process. The caller was advised to contact support again if the issue reoccurs after the pump restart.